Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet displayed a prompt to connect a cgm or enter a blood glucose value after a sensor change, and the dexcom g7 sensor had been paired to a dexcom receiver rather than the ilet, preventing cgm data from streaming to the ilet until the receiver was powered off and the sensor was paired to the ilet; the caregiver then entered a fingerstick blood glucose of 407 mg/dl and confirmed ilet display of glucose data. Symptoms included hyperglycemia. Outcomes included user education, restoration of cgm connectivity to the ilet, and continued monitoring without hospitalization. Investigation included customer care troubleshooting to identify device-to-device pairing conflict and guidance to disable the competing receiver and pair the sensor to the ilet, followed by verification of data display and entry of a fingerstick value. Investigation of this case revealed that the cgm sensor was connected to another medical device, which prevented cgm data from being received by the ilet until corrected. It was concluded, based on previously established findings for similar reports, that user setup and connectivity configuration were the cause.